Manufacturer narrative:
Approximate age of device- 2 years, 3 months. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported hemorrhagic stroke could not be conclusively determined. The heartmate ii lvas IFU lists bleeding and stroke as adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to ICU for right frontal subarachnoid hemorrhage in the right anterior. The patient symptom resolved, but still in patient to monitor the patient's status.